Event description:
The handle of the needle has been dissolved from it (the needle) when withdrawing. Further conversation with the customer revealed that the needle separated from the handle of the device that removal of the needle necessitated a surgical procedure.